Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the upper buttocks on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a sensor failure after which they experienced a hyperglycemic event. The patient woke up vomiting and it was noted that the cgm device was displaying a sensor failure. A fingerstick was taken by the reporter and the blood glucose reading was 400 mg/dl. The patient was brought to the hospital by their grandmother and would have experienced diabetic ketoacidosis. When a fingerstick was taken at the hospital, the blood glucose reading was 660 mg/dl. The patient received intravenous treatment with saline for dehydration, zofran for the vomiting, and insulin per injection. The patient was discharged on the same day after about 6 hours, and the blood glucose reading would have been 200 mg/dl at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.